Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair quote determined the device failed the test cut as the unit could not produce a proper mesh. The cutter and an incorrect roller that was scratched require replacement. Repair site is awaiting customer's quotation response. The device history record (DHR) associated with this device is not available. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information regarding the event is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Telephone number: (B)(6).

Event description:
It was reported that during kit inspection, it was found that this device was not meshing properly. There was no adverse event associated with this malfunction. Due diligence is complete and there is no additional information. If additional information becomes available, a supplemental report will be completed and submitted.